Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was not charging. The physician replaced the ipg with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was discarded.